Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to verify failed battery alarm, low battery alarm and perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and had failed battery test. Customer's blood glucose value was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will be returned device for analysis.